Manufacturer narrative:
The investigation has determined that a non reproducible, falsely elevated vitros tropi es result was obtained from a patient sample using the vitros 5600 integrated system. The most likely assignable cause of this event was instrument related, as a troponin I precision test was outside of acceptable guidelines. Although there is no indication that a vitros tropi es reagent issue contributed to the event, it cannot be completely ruled out. The troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. In addition, pre analytical sample processing could not be ruled out as it is unknown if the customer is processing the samples in accordance with the sample collection device manufacturers' recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause of the event is instrument related.

Event description:
Customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros patient result: 0.204 ng/ml vs. 0.014 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result was not reported from the laboratory and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).